Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella cp was inserted via the right femoral artery in a 72-year-old female who presented with cardiomyopathy and acute heart failure complicated by cardiogenic shock, scai stage e. The patient required ventilator support for respiratory failure and was managed with inotropes and vasopressors due to hemodynamic instability. During support, insertion site bleeding was reported. The managing physician tightened the perclose device and dressing was changed. Bleeding slowed but continued to ooze. The patient was also noted to have raynaud¿s phenomenon at baseline, limiting pulse assessment in the lower extremities, with dusky and cool toes documented as baseline findings. Additionally, a thrombus in the thoracic aorta was identified, and systemic anticoagulation with heparin was administered. The patient experienced a minor bleed related to the pump during the course of therapy. Despite ongoing critical care management, the patient expired while on mechanical circulatory support. Given the patient¿s profound cardiogenic shock at presentation, advanced heart failure, requirement for ventilatory and vasoactive support, and overall critical condition, the death is considered consistent with the severity of underlying comorbidities and refractory shock. The patient expired.

Manufacturer narrative:
Corrected information has been provided in d1 and d4. Minor bleed/access site adverse event: the cause of the access site adverse event was user related as bleeding resolved with tightening perclose and angle matching.